Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy a couple days ago; the patient reported they started to leak when they were bending in the last couple of days, so they adjusted stimulation and still had leakage. They had spoken to their healthcare provider (hcp) and they told the patient to contact patient services. The patient wanted to change the program that would help their symptoms. The therapy was on, set at program #4 at 2.8v or 2.0v. The patient had to change the patient programmer (pp) batteries while on the line, then adjusted the setting to program #4 at 3.5v and they felt stimulation. On (B)(6) 2016 the patient reported during the last call they had changed to program #3 at 3.5v and two days ago they started having to go to the bathroom every five minutes, which was new and worse than before. They noted that when they bent over or cried it came out and they had to wear heavy pads. The patient increased to 4.4v this morning and while on the phone, increased to 5.0v. On (B)(6) 2016 the patient reported they were on program #3 at 5.0v and it was too much, it did not help the leakage and they switched to program #2 at 4.6v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.